Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped recharging their scs ipg as recommended. As a result, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced. The issue has been reportedly resolved.